Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer changed all supplies and resumed insulin therapy. Blood glucose was 313 mg/dl.